Event description:
The customer reported that their central patient monitoring system rebooted unexpectedly. There was no pt harm as a result of the temporary loss of centralized monitoring. Note for black a: particulars for pt identifier shown were not available from the customer.

Manufacturer narrative:
Evaluation was performed by remote download of computer files residing on the customer's device. Returned of device was not necessary for eval, so "returned to MFR on (date)" is left blank. Evaluation was performed by remote download of computer files residing on the customer's device. The device is a centralized pt monitoring system. The device consists of a cpu (central processing unit), software and various peripheral hardware items. The device receives pt vital signs data from individual bedside pt monitors through wired or wireless connections. The customer reported that they observed an automatic reboot of the cpu. This is the device's intended response when the software encounters an internal error condition which it cannot resolve. The reboot effectively resets the software and restores normal device operation without operator intervention or a field service call. Normal operation was restored in under 13 minutes. During this time there was a loss of centralized monitoring although bedside monitoring continued normally via individual pt monitors. Investigation confirmed and isolated the cause of the automatic reboot. The problem was caused when the device user initiated a "transfer request" (to reassign a pt from one hosp unit/dept to another ) when at the same time all wireless (i.e., telemetry) licenses were in use. The number of licenses is a limit on the total number of patients that can be simultaneously monitored wirelessly. The resulted in an internal software exception and consequently the system stem rebooted to resolve the problem and restore normal operation. Analysis of our customer complaint files shows that reboots from the forgoing scenario are rare, the present case being only the second reported instance in the past 12 months. Later software releases include enhancements to reduce or eliminate system reboots due to this cause. Updates to later software releases are obtained at the customer at the customer's discretion.